Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead kept dislodgement when retracting the stylet. Upon fixation, not current of injury was present. The lead was not used, and a new one was implanted. The patient was noted as being stable.

Manufacturer narrative:
The event of lead dislodgment on the right ventricular (rv) lead was not confirmed. The device was returned for analysis. The lead was in one piece with blood and tissue clogging the helix. Electrical, mechanical, longevity, and xray testing showed that the lead had no anomalies.